Manufacturer narrative:
Correction: UDI now provided.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Imaging system was in a "wrong" x-position. Motion control box recognized at x=17 while it was almost docked. System is now able to perform full movement nor docking. Issue replicated. Invalidate home and motion calibration performed. Issue has been resolved. System performed as intended. On (B)(6) 2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A site representative reported that the site's imaging system was not able to move the gantry forward completely. The user reported that he could move the gantry a little bit forward, however, just 25 per cent of normal movement. No further details regarding the behavior were provided. There was no patient present when this issue was identified as the issue occurred while preparing the operating room (or) for an upcoming procedure. A second imaging system was used in that procedure.